Event description:
It was reported that, "dr. (B)(6) was inserting a 6mm anchor c cage when the tip of the 6mm inserter broke off into the cage. Everything was recovered from the pt and the cage was implanted".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.